Event description:
Caller alleged discrepant results compared with the lab. Time between meter and lab testing is 30 - 45 minutes. Caller reports wiping first drop of blood.

Manufacturer narrative:
Investigation pending.